Event description:
The caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive guidance on performing a pump reset, assisting the caller through the process. Following the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.